Manufacturer narrative:
The device was received by the resmed technical service center in (B)(4) and an evaluation was performed. The evaluation determined that the high pressure warning alarm was a single occurrence and could not be reproduced during in-house testing. There was no fault found with the returned device. The device was serviced and returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed (B)(6) that while an astral device was being tested prior to patient use, it displayed a high pressure alarm resulting in an unexpected restart of the device. The device was not in use when the fault occurred, therefore, there was no patient involvement.